Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a 'high" blood glucose (bg) level. A specific value was not provided. Reportedly, the customer used the insulin and cartridge beyond labeling. Tandem technical support educated customer on proper insulin and cartridge labeling. A manual insulin injection was administered, and a bolus was delivered to address bg level.